Event description:
Reporter alleged discrepant blood glucose values of 449 mg/dl on the pt's advantage/voicemate system compared to 79 mg/dl on her nurse's meter within 5 minutes. No actions or treatment reported. No adverse event reported. The suspect product was not returned to the MFR for eval.